Event description:
It was reported that the patient presented in the clinic. It was noted that the pacemaker exhibited high pacing rate. Programming changes were made. The patient¿s condition is unknown.